Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use. The device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
Correction: the correct PMA/510(k) number is 890027; not 980024 as previously reported.